Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units or more of insulin during the load sequence. Customer technical support educated the customer to not over fill syringe/cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.